Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/21/2015 with the following findings: inspection revealed that the display screen was clear, legible, and fully functional: the reported issue was not duplicated. Unrelated to the reported issue, the battery compartment was observed to be cracked from the threads to the case seal. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.